Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered resistance while attempting to pass the right ventricular (rv) lead into the superior vena cava (svc). The physician was not able to pass the lead into the svc. The lead was removed and a long introducer was advanced into the venous system. This introducer allowed passage of the lead. Once placed, the helix would not fully deploy. The lead was removed from the body and helix extension was attempted on the table without success. The lead was not utilized and an alternate lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.